Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leaking trocar valve during surgery. The procedure was completed without consequences to the patient. A product sample was requested for evaluation.

Manufacturer narrative:
Three opened trocar hub/cannula assemblies were received for evaluation. The returned samples were visually inspected; two samples were found conforming and one sample was non-conforming with a cut in the septum. The conforming samples were then functionally tested for leaking and were found conforming. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The root cause of the customer's report is not known. Due to not being able to determine an exact root cause for this report, a specific action could not be assigned for the reported event. (B)(4).